Event description:
Pt's puritan-bennett ventilator alarmed. R.n. Checked for loose connections and, finding none, silenced alarm. With blood pressure and heart rate dropping, r.n. Went to get family as pt was a dnr. Alarm again went off and a nearby respiratory therapist responded and found a loose connection inside where the tubing connects to the filter.